Event description:
Discordant advia 1800 phenytoin results were obtained on a patient sample. The result was reported and the physician questioned the result after treating the patient for an overdose in the emergency department. The sample was repeated and a corrected report was issued. There was no report of adverse health consequences or patient intervention due to the discordant phenytoin results.

Manufacturer narrative:
The customer contacted the siemens technical service and complained that they had reported a discordant phenytoin result based on result flags from the advia 1800. A technical specialist (ts) worked with the customer via telephone to analyze the problem. Based on the information provided by the customer the ts was able to determine that the reason for the discordant result was due to incorrect customer definable low and high range flag settings for phenytoin, which led to an incorrect interpretation by the operator. The ts worked with the customer to input the correct flag settings. The instrument is performing within specifications. No further evaluation of the device is required.